Event description:
It was reported that the patient experienced increased pain, nausea, agitation and irritability. The physician had replaced the pump since " no fluid came out of the pump at all." They did not want to damage the pump by leaving it empty. It was also stated that there was still drug present in the catheter and pump tubing. The physician performed a catheter dye study and a milky, pink fluid ("almost like seroma fluid") was aspirated. The event logs looked normal and there were no alarms present. It was discovered that the patient's catheter had a hole in it. The catheter was replaced. The pump was explanted and filled with saline on the back table in the operating room. The pump was primed. The patient had been titrated up on the medication dose in order to achieve adequate pain control. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).